Event description:
Siemens was notified on (B)(6) 2012, via a third party service vendor, that "during the morning check with 4mv photon, (79) communication I/l occurred and system status on the console turned to 'error'." Reportedly, to reset the I/l the user did the key reset. Then, the beamshield extended without operation, and the field light and range finder turned on without operation also. After the machine was turned off and on, the phenomenon remained. There is no report of mistreatment or injury to a pt. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported occurrence on (B)(4) 2012 and mailing this MDR on (B)(4) 2012. Investigation into the reported incident is on-going, and the complaint parts have been requested from the customer for analysis. A supplemental report will be submitted to the FDA upon completion of the investigation. (B)(6).